Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the rubber cap of the biopsy forceps fell into the biopsy channel and could not be retrieved. Reportedly, this occurred during inspection for use in an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient involvement.